Manufacturer narrative:
Corrected information has been provided in d3 (manufacturer fax) and g3 (manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 72 year-old female with a past medical history of diabetes mellitus and hypertension presented with a diagnosis of st-elevation myocardial infarction. One stent was placed in the left anterior descending coronary artery. After stent implantation, the patient experienced hemodynamic deterioration and cardiac arrest. The patient was intubated, and the clinical team elected to implant an impella cp through the right groin. Following placement, the physician expressed concern regarding device flow measurements of approximately 1.5 liters per minute. Fluoroscopic imaging confirmed the impella device to be in appropriate position. Due to ongoing instability, the physician placed a swan-ganz catheter to assess intravascular volume status and right-sided hemodynamics. Hemodynamic measurements included a right atrial pressure of 21 millimeters of mercury, a pulmonary artery pressure of 26/22 millimeters of mercury with a mean of 23 millimeters of mercury, and a pulmonary artery pulsatility index of 0.19. Based on these findings, the physician did not proceed with placement of additional right-sided circulatory support. The patient received volume resuscitation and increased inotropic therapy. The patient was subsequently transferred to a higher level of care. Upon arrival, an echocardiogram performed by the heart failure team identified hypertrophic obstructive cardiomyopathy, raising concern that the impella device might be contributing to left ventricular outflow tract obstruction. After discussion of risks and benefits among the treating physicians, the team determined that it was not advisable to leave the impella device in place due to the anatomy of a small left ventricular outflow tract. The impella cp device was therefore weaned and explanted. No device malfunction was reported; clinical management decisions were based on patient anatomy and physiological findings. As the device cannula was a potential contributing factor to an obstruction to the left outflow tract and/or the aortic valve, aortic valve incompetence was coded.

Manufacturer narrative:
H8 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Ppae(aortic valve insufficiency/ regurgitation) : the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.